Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the pump was replaced (mfg. Report # 3004209178-2015-11738) and programmed at the previous rate. In the recovery room, the patient¿s blood pressure ¿plummeted¿ because she received too much medication. The problem was ¿fixed¿ and the patient was placed in the intensive care unit (ICU). The next day, the patient was fine and discharged. The day after that while at home, the patient tried to walk and could not stand. The patient had not been able to stand since. The patient had an MRI on (B)(6) 2015 for lower the extremity weakness experienced since pump replacement. The pump was used to deliver fentanyl, clonidine, and baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.